Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, scratch was confirmed and it was changed due to a complaint.

Manufacturer narrative:
A product was not returned for analysis. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).